Event description:
The customer reported her blood glucose reached 350 mg/dl less than 24 hours after the pod was activated. Upon inspection she noticed the cannula was pulled out of the infusion site. The pod was removed and discarded.

Manufacturer narrative:
The product was not returned for eval. The user reported a dislodged cannula. This condition would interrupt insulin delivery and contribute to hyperglycemia if it occurred.